Manufacturer narrative:
Corrected data: device manufacture date: removed. Labeled for single use: no. Usage of device: reuse.

Manufacturer narrative:
No user facility information provided on the mw5070286 report and as such follow-up with the user facility could not be conducted. Based on the provided information, it is believed that after the repair of the connector by biomed, the electrosurgical unit remains in use at the user facility with no issues noted. The alleged patient experienced post polypectomy syndrome after a routine colonoscopy with polypectomy procedure therefore could not be verified. In this instance, neither the report of a bad connector that can potentially cause "grounding issue" or the use of the electrosurgical unit could have caused or contributed to the reported post-op "polypectomy syndrome". Additionally, the user facility reported that "this is a known risk when performing colonoscopy with polypectomy". A 2-year review of complaint history shows there have been no other similar reports of patient experienced "post polypectomy syndrome" received for this device. To date, there have been no patient long term adverse effects resulting from this type of incident or the use of this device. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This reported post-op complication will continue to be monitored via the complaint system to ensure product safety.

Event description:
On (B)(6) 2017, conmed received a user voluntary report #mw5070286 forwarded by the FDA, in which the description of the incident was listed as follow: "patient presented to ER after a scheduled colonoscopy with polypectomy. Patient had fever, chills and abdominal pain, she was diagnosed with post polypectomy syndrome. The pay prior to this another patient who was seen in our asc went to the ER with the same diagnosis. Although this is a known risk when performing colonoscopy with polypectomy, the gastroenterologist requested that the elector cautery (conmed) machine be checked by bio medical. The electrosurgical unit was tested and in fact was found to have a connector inside the unit that needed repair. Bio medical stated that this problem could have caused grounding issues. The electrosurgical unit was repaired and no further issues have been noted. The 2 patients that were hospitalized with post polypectomy syndrome were treated and released from the hospital after a 2 day stay". No follow-up could be conducted, as no user facility information provided. This reported post-op complication is being reported as a serious injury due to patient being hospitalized with post polypectomy syndrome. Due to the reference of a second patient with post polypectomy syndrome on the same report, a second complaint was generated and filed under MDR #1720159-2017-00164.